Manufacturer narrative:
Concomitant medical products: 4524 lead, implanted: (B)(6) 1997. W2dr01 ipg, implanted: (B)(6) 2020. 5076-58 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that patient experienced myocardial inflammation. It was reported that the right ventricular (rv) lead exhibited rising and high thresholds. An abnormality of the rv lead helix was suspected to be the cause. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.